Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was retuned for evaluation. (B)(4) evaluated the device and observed that the ball bearings and motor assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was worn components from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as jan 30, 2013. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was making an unusual noise that seemed ¿a bit off¿. According to the report, over time, the device started to make a ¿slight squealing metallic sound¿ more than usual. The reporter stated the device sounded ¿dry and clutchy¿. The reporter clarified that the alleged malfunction did not occur during a specific incident, but rather developed over time. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was not specified. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.